Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Distributor reported that patient discovered in (B)(6) 2016 that there was no alarm sound under the test function, but he did not make a complaint at that time. On (B)(6) 2017, patient was awoken because his omnipod pump alarmed for occlusion. Patient's finger stick indicated a blood glucose (bg) value greater than 36 mmol. Patent went to the hospital. It is not known what treatment he received at hospital. Patient returned home from hospital "the day after." No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.